Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set leaked. This occurred during patient infusion with an unknown drug. It was stated that a patient had experienced around 100 ml of blood loss from the disconnection of the extension set and continu-flo set. There was no patient injury or medical intervention associated with this event. No additional information is available.